Manufacturer narrative:
--Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. Serial/lot # used in surgery unknown. Still remains in patient date of event is unknown. The event is considered to be when the patient experienced the first pain expiration date unknown as lot # could not be confirmed. All lot possibilities are listed below. Initial reporter only has email for hipaa purposes. Reprocessor name and address n/a to this report. Device bla number is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. Device 510k is unknown no files attached to this report. --investigation the complaints log was reviewed to identify any similar events involving a subtalar removal between february 2022 and february 2023. One similar complaints were identified. -device history record (DHR) review - there were no identified issues related to the complaint event. -review of surgical technique - reference IFU and revision: 900-01-002, tiger cannulated screw system IFU, revision p corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU. -visual inspection - the parts were not returned. Thus, visual inspection did not occur. -dimensional inspection - the parts were not returned. Thus, dimensional inspection did not occur. -simulated use testing - as the part was not returned and limited information is available, simulated use testing did not occur. Additionally, simulated use testing would not be able to recreate the physiological conditions of being implanted for ~4 years and is not able to recreate patient pain. -investigation conclusion - there was one similar complaint for a tiger cannulated screw removal due to patient pain in the timeframe reviewed. The similar complaint had a root cause of unknown, which did not provide further information towards the evaluation and root cause for this ccr 23-02-008. There are no abnormalities in regards to DHR review. It is unknown if the doctor followed the IFU as limited information was provided regarding the original implantation case. As the part was not returned, visual and dimensional inspection did not occur. Simulated use testing did not occur. Due to enovis f&a not being authorized to ship to spain at this time, the reporter has been provided with alternatives to the tiger cannulated removal kit to complete the removal surgery. Should further information become available following the removal case, additional investigation may occur. Based on the limited information available at this time, the root cause shall remain unknown.

Event description:
On 02/14/2023 an enovis sr rac received an email from a patient stating he is "waiting to be scheduled for removal surgery and has a lot of paint and hopefully removing the screws the will be gone".